Event description:
While an spd technician was attempting to place a sterilizer rack into the sterilizer, the caster (wheel) of the sterilizer carriage gave out, causing the rack to collapse and fall onto the floor. The cart pushed the technician into another cart and she hurt her arm and ankle "a little bit." No medical intervention was necessary and she was able to continue her work without any issues.

Manufacturer narrative:
The wheel was reattached and tightened. Review of device dmr revealed that the wheel attachment procedure was inadequate at the time of manufacture, potentially resulting in loosening of the screw connecting the wheel caster to the cart frame. The manufacturing process was modified shortly after --in june of 2023-- to additionally secure the screw. A service order has been issued to include checking and tightening the screw, if necessary, on the wheel casters of all pushcarts manufactured prior to june 2023 during the next routine service appointment at all healthcare facilities employing this cart.